Event description:
Boston scientific crm received information that during the implant procedure, the distal setscrew of this pacemaker was not able to be tightened and fixed to the terminal pin of the lead. The decision was made to removed and replace the device. The attempted device was returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was put through and passed a series of automated diagnostic testing that verified the performance of pacing, sensing, and recording functions of the device. Post decontamination microscopic visual inspection noted that all seal plugs were normal, firm, and intact. Visual inspection noted cross threading damage to the ventricle ring setscrew thread. No damage was noted in all other setscrews. Each setscrew was inspected for proper operation and found to be operating normally. The device header was checked with an is-1 lead and fit was normal. The cause of the noted setscrew issue was isolated to the ventricle ring setscrew which had been cross threaded into the terminal block and was not able to make contact with the lead pin.